Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner customer turned the knob to secure the arm, but it was inactive and unable to secure. Replacement was used to continue the procedure. After the surgery, the customer checked the device again and he was able to turn the knob and secure the arm. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Although it has been reported that the event occurred before use, upon the return of the device signs of clinical use and evidence of blood were observed on the flexarm, link and the knob, indicating the event occurred during use. No visual defects were observed. A mechanical evaluation was conducted. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob tightened the arm. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner customer turned the knob to secure the arm, but it was inactive and unable to secure. Replacement was used to continue the procedure. After the surgery, the customer checked the device again and he was able to turn the knob and secure the arm. No patient injury was reported.